Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking needleless connector is confirmed; however, the exact cause is unknown. One video of a microclave needleless connector was returned for evaluation. An initial visual observation of the video showed a clinician occluding one end of the needleless connector with their finger while injecting a clear liquid. The liquid was observed to leak just proximal the distal luer connector. Use residue was observed on the sample. No obvious damage to the sample could be seen in the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer, whist the infusion was running they noticed a leak at the seal point of the needle free connector which was part of the PICC pack. She did say it may not have been changed at the 7 day point. Additional information provided incident noticed as there was some leakage on the bed, not sure for how long it had leaked for. Needle free connector replaced, and problem solved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported during the infusion a PICC leak was noticed at the base of the needle free, by the connector. It was noted that the site might not have been changed for approximately 7 days. No other information was provided and no patient harm reported.